Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 403:317:871:0000, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed in the pump's event history but not duplicated during product evaluation. The pump's user interface module (uim) printed circuit board (pcb) was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation. However, the uim pcb was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.